Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the defective printed circuit board assembly (pcba). A field service engineer checked all sensors and changed the printed circuit board assembly(pcba) controller card to resolve the issue. The system functioned as intended after a field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia system (pas) that it had a drawer failure. The customer reported that there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this incident.